Event description:
Smoke and flames observed coming from under the foot of a bed. A fire extinquisher was used to douse the flames. Pt was out of the bed at the time of the occurrence. The bed was unplugged and mattress removed. Inspection by the engineering dept revealed that the motor capacitor smoked because the limit switch for head up was out of adjustment causing the motor to bind up. The defective part was replaced.